Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 52-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage a shock, on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left anterior descending artery (lad), and the obtuse marginal artery (om). During the procedure, the patient had access site bleeding and a hematoma to the site. The hematoma was compressed and hemostasis was obtained after proper angle matching and a dressing was placed. After transfer to the intensive care unit (ICU), the urine was noted to be amber. There was no drop in platelets and the pump was at p-8. The previous echocardiogram showed the impella in optimal position within the left ventricle. The post-procedure outcome is unknown. Hemolysis and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the introducer. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Additional information was received. The hemolysis resolved after repositioning and decreasing the patients afterload. The patient underwent a computed tomography where he was upgraded to an impella 5.5 and is currently on support. The pump was discarded.

Manufacturer narrative:
B5 new information was added since the initial report was submitted. H6 replaced code b17 with code b18 due to new information added after the initial report was submitted. H11 revised additional manufacturer narrative due to new information that was added after the initial report was submitted. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: mechanical interaction with blood/hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including the data log.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes were updated/corrected and repopulated accordingly.